Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) manufacturer representative (rep). It was reported that the issue was resolved per the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) manufacturer representative (rep). It was reported that there "is no issues and alarms were silenced or not needed to be silenced so everything is good to go." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving saline via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2013 that an alarm was heard but telemetry was not yet performed. It was indicated that troubleshooting was limited due to lack of access to product and/or patient and that the manufacturer's representative was paged by an emergency room (ER) nurse to go to the ER and check a patient¿s pump that was alarming every 9 minutes. It was reported that the alarm/error message was unknown and that the cause for the alarm was unknown. It was indicated no troubleshooting or other actions were done. It was also unknown how the patient was doing or if they were receiving effective therapy. No symptoms or complications were reported. Additional information was received from a consumer on (B)(6) 2013. It was reported that an alarm was heard but telemetry was not yet performed as troubleshooting was limited due to lack of access to product. It was detailed that the patient first heard the alarm on (B)(6) 2013 at 12:01 and noted that the pump had saline in it since (B)(6) 2012. It was related that the patient was being treated for chronic pain throughout their whole body as the patient was in a car accident. It was noted that the patient had 400 doctor appointments and it wasn¿t until six years later before they figured out what was wrong with the patient. The patient also had a back surgery and knee surgery, as well as surgery at l5 and s1 and bone grafting. It was sated that an orthopedic surgeon told the patient in 2008 that they only had a 50/50 chance at walking again. It was also related that a physician assistant (pa) and medical team took over the pump after the patient¿s doctor retired and that three months later the pa diagnosed the patient with ¿failed back syndrome¿ and that the pump was not working for the patient. It was indicated that the patient had been gone from the clinic since (B)(6) 2011 as they started taking the patient¿s medication out of their pump. It was stated that the patient made their appointments two days ahead of time because the patient had massive migraines due to an accident where the patient fell backwards down the stairs and hit their head on a bar near the kitchen sink. It was noted that the patient had migraines to begin with but their migraines got worse after the accident, which occurred two years ago. It was indicated that they didn¿t do anything after the accidents, no scan, just 2-4 injections in their neck that didn¿t help. In (B)(6) 2011, the pa decided to decrease the medication in the pump every month-every two weeks whenever they told the patient to come in. It was stated that the patient ¿just saw paper¿ and saw ¿reduced 20%¿ and ¿reduced 25%.¿ it was noted that two days before they drained the patient¿s pain pump and put saline in it and the charge nurse gave the patient a prescription for withdrawal medication for one week. It was then stated that (B)(6) 2012 they put saline in the pump and the ¿lady¿ told the patient that they were supposed to get ¿2 something mg medication a day.¿ it was stated that the patient was trying to find a place to go but the pa never gave the patient a referral to help find a clinic. The patient didn¿t know they put saline in the pump. The patient was told they had a refill date of (B)(6) but they never told the patient to come back and they never contacted the patient but the patient was trying to contact them. The patient¿s alarm started going off in (B)(6) 2013 and the patient went to the ER on (B)(6) 2013 at 12:01 as instead of a ¿casual beep from time to time¿ it started beeping with two beeps in three successions every 5-6 minutes. It was stated that the patient wanted to be able to use the pump again as it had six years of life left, per the consumer. The patient wanted to check into laser surgery on their back to try to repair it because of four herniated discs above the fusion, but if that didn¿t work they wanted to be able to use the pain pump again. It was noted that the patient was at 8.25 mg/day on the pump and was now currently on 50 mcg fentanyl patches. It was stated that the patient had tried to call the doctor¿s office in (B)(6) 2013 for the head nurse and that the patient was not aware that they would have to go back to have the pump refilled after the saline was put in. It was stated that the nurse told they patient that they no longer handle the pumps. The patient didn¿t want the pump removed. Physician listings were requested. Additional information was received from a consumer on (B)(6) 2013. It was reported that the patient wanted to find someone that would temporarily fill their pump so that the patient could see if they were a candidate for laser surgery. It was stated that the patient was going ¿through this for 23 years.¿ it was again reported that the patient had saline put in their pump on (B)(6) 2012 and that the pump had been alarming since (B)(6). It was stated that the patient was never told that their pump would alarm in a year, what would happen if the pump went dry, or that ¿it would pump air into [the patient¿s] spine.¿ it was also noted that the patient¿s orthopedic surgeon said if they did any more fusions they would fusion the patient¿s whole spine. It was stated that the patient had four herniated discs above the fusion and that if the healthcare professional (hcp) operated they would only give the patient a 50-50 chance of walking again. It was indicated that the hcp told the patient that they would not recommend surgery and to find a good pain clinic. It was noted that the patient was on fentanyl patches but it was ¿not adequate.¿ it was stated again that they started to take the patient off their pain medications and put saline in. Physician listings were requested. Additional information was received from a consumer on (B)(6) 2014. It was reported that the patient was in pain and looking for an hcp to fill their pump as the pump was alarming. It was stated that all the patient had in the pump was ¿water¿ so that it didn¿t dry out and that the patient had ¿water¿ in the pump since (B)(6) 2012. It was confirmed that the patient did not currently have a managing hcp. It was noted that the patient had recently found out that they had a narrowing in their spinal column that was putting pressure on the spinal cord and also had massive migraines from since (B)(6) 1990 when the patient went head-on into a tree. It was also related that the patient had really bad post traumatic stress disorder. The patient had a massive head injury in (B)(6) 2010 where they fell head first down six steps and hit their head. It was confirmed that this was not related to the pump therapy. It was stated that the patient¿s previous hcp told the patient that the pump batteries should last 10 years and that the patient would have the larger size pump implanted so that they could go longer between refills. Physician listings were requested. Additional information was received from a consumer on (B)(6) 2014. It was reported that all of the medications were taken out of the pump on (B)(6) 2012 and filled with saline. The patient had a prescription for fentanyl patches and tramadol (sp) which was written in (B)(6) 2013. It was noted that the patient had severe migraines and therefore had trouble getting to appointments. Between (B)(6) 2012 to (B)(6) 2012 the patient went from ¿5mg down to nothing.¿ it was indicated that saline was currently in the pump. Additional information was received from a consumer on (B)(6) 2014. It was reported that the patient¿s pump had been alarming from having saline in it and that ¿last sunday was a year¿ and indicated that the pump had been alarming since (B)(6) 2013. Physician listings were requested. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient was having an MRI because they had ¿major falls¿ and ¿injuries¿ in the last two years. It was noted that the patient¿s pump had been alarming for 2.5 years and had saline in the pump since (B)(6) 2012. It was stated that the patient¿s pump was only alarming a few times a day now. Additional information was received from an hcp on (B)(6) 2017. It was reported that the patient had contacted the hcp to see if they filled pumps but their office only did intrathecal baclofen and not pain. It was indicated that the hcp would like to provide the patient with other resources. It was stated that the patient told the hcp that the pump was empty and had been alarming for two years. It was noted that the hcp did not know who the patient¿s hcp was and that the reason for call was that they were trying to find a managing physician for the patient. It was indicated that saline was in the pump. No complications were reported. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient¿s pump had been beeping for ¿2.5 years¿ (note this is conflicting with the previous reports that the alarm started in (B)(6) 2013) and that the patient couldn¿t find anyone to put a new pump in as it was close to the seven-year mark and the patient needed a new battery. It was stated that dilaudid was one medication that was in the pump when it started alarming (note this is conflicting with the hcp¿s report that it was saline and the previous call notes which all indicate that saline or ¿water¿ was placed in the pump on (B)(6) 2012). No symptoms or complications were reported. Additional information was received from a healthcare provider (hcp). It was reported that the patient was new to this hcp. The patient was back because their pump had been alarming and they wanted to start therapy again. The hcp had tried to interrogate the pump with the clinician tablet on (B)(6) 2019 and was not able to. She used a 8840 and was able to read the pump. Eri had occurred, eos had occurred, reset had occurred, and tube set had occurred. The hcp planned to shut off the pump. The dates of the alarms were unknown. There were no further complications reported at this time.